Manufacturer narrative:
(B)(4). Batch #u5ax71. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the device did not seal, resulting in bleeding. There were no patient consequences reported. No additional information is available at this time.